Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 95-100mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer called his diabetic educator/nutritionist concerning his results. Educator mentioned different variables could have caused an slight increased in his blood glucose: stress, not enough sleep, and pandemic. Customer wanted a replacement and he was advised to call thi. The product is stored according to specification in the dining room. During the call, a back to back blood test was performed by the customer and produced test results of 150 and 159mg/dl non-fasting using true metrix meter. Customer is satisfied with test results after troubleshooting but still requesting a replacement due to meter being 7yrs old. The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date is one month ago. The meter memory was reviewed for previous test result history. (B)(6).